Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast reconstruction revision with mentor memorygel breast implant 400cc gel breast prostheses developed baker grade IV capsular contracture in both of her breasts post implantation. Bilateral capsular contracture was diagnosed via an office visit. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 04-mar-2022, mentor received additional information about the event. The patient was diagnosed with left breast prosthesis rupture. On 17-mar-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-apr-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additional, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear measuring approximately 2.8 cm on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).